Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 2.9mm and left coronary cusp (lcc) was 4.3mm. The patient was discharged the following day. On 03 may 2026, atrial fibrillation was recorded on the event monitor. Patient did not report any symptoms at the time of the event. The physician prescribed eliquis.